Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with usage of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Exact date of event: unknown. Mcvary, k. T., gittelman, m. C., goldberg, k. A., patel, k., shore, n. D., levin, r. M., pliskin, m., beahrs, j. R., prall, d., kaminetsky, j., cowan, b. E., cantrill, c. H., mynderse, l. A., ulchaker, j. C., tadros, n. N., gange, s. N., & roehrborn, c. G. (2021). Final 5-year outcomes of the multicenter randomized sham-controlled trial of a water vapor thermal therapy for treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia. The journal of urology, 206(3), 715-724. Https://doi.org/10.1097/ju.0000000000001778. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events.

Event description:
It was reported to boston scientific via an article published in the journal or urology that a multicenter randomized sham-controlled trial of a water vapor therapy was conducted. The trial was for the treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia (bph); and the final 5-year outcomes were presented and analyzed in this article. The pivotal study was conducted at 15 centers in the united states with a follow-up period of 5 year. A total of 136 subjects were randomized to the treatment arm and 61 subjects were randomized to the control arm. Of the control subjects 53 requalified for crossover, received treatment, and participated in follow-up through 5 years. After 5 years, data from 77 subjects from the treatment arm were analyzed. There were no study withdrawals attributed to any procedure or device-related aes. One subject was censored for noncompliance, 1 due to cancer diagnosis, and 1 subject died due to unrelated causes. Device and procedure related adverse events (aes) were similar between groups. A total of 151 related aes were reported in 53 subjects in the treatment arm and 59 events in 23 subjects in the crossover group. Adverse events related to device or procedure included dysuria, gross hematuria, hematospermia, urinary frequency, acute urinary retention, suspected urinary tract infection, and decrease in ejaculatory volume. The study reported that complications from rezum were typically mild to moderate, resolving spontaneously or with routine management. No severe complications were reported, and no late-related adverse events were observed in the data spanning 1 to 5 years. The total surgical retreatment rate for the treatment arm at the end of the study was 4.4%. Of the 6 subjects retreated surgically, 4 had identified obstructive median tissue that was initially left untreated. An additional 11.1% of treatment arm subjects were retreated with bph medication through 5 years. Functional outcomes showed sustained improvements of lower urinary tract symptoms, remaining durable through 5 years in the treatment group. Surgical re-treatment rate was 4.4% with no reports of device or procedure related sexual dysfunction or sustained de novo erectile dysfunction. Results within the crossover group were similar through 5 years. According to the article, minimally invasive treatment with water vapor thermal therapy provides significant and durable symptom relief as well as flow rate improvements through 5 years, with low surgical re-treatment rates and without impacting sexual function. It is a versatile therapy, providing successful treatment to obstructive lateral and middle lobes.

Event description:
It was reported to boston scientific via an article published in the journal or urology that a multicenter randomized sham-controlled trial of a water vapor therapy was conducted. The trial was for the treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia (bph); and the final 5-year outcomes were presented and analyzed in this article. The pivotal study was conducted at 15 centers in the united states with a follow-up period of 5 year. A total of 136 subjects were randomized to the treatment arm and 61 subjects were randomized to the control arm. Of the control subjects 53 requalified for crossover, received treatment, and participated in follow-up through 5 years. After 5 years, data from 77 subjects from the treatment arm were analyzed. There were no study withdrawals attributed to any procedure or device-related aes. One subject was censored for noncompliance, 1 due to cancer diagnosis, and 1 subject died due to unrelated causes. Device and procedure related adverse events (aes) were similar between groups. A total of 151 related aes were reported in 53 subjects in the treatment arm and 59 events in 23 subjects in the crossover group. Adverse events related to device or procedure included dysuria, gross hematuria, hematospermia, urinary frequency, acute urinary retention, suspected urinary tract infection, and decrease in ejaculatory volume. The study reported that complications from rezum were typically mild to moderate, resolving spontaneously or with routine management. No severe complications were reported, and no late-related adverse events were observed in the data spanning 1 to 5 years. The total surgical retreatment rate for the treatment arm at the end of the study was 4.4%. Of the 6 subjects retreated surgically, 4 had identified obstructive median tissue that was initially left untreated. An additional 11.1% of treatment arm subjects were retreated with bph medication through 5 years. Functional outcomes showed sustained improvements of lower urinary tract symptoms, remaining durable through 5 years in the treatment group. Surgical re-treatment rate was 4.4% with no reports of device or procedure related sexual dysfunction or sustained de novo erectile dysfunction. Results within the crossover group were similar through 5 years. According to the article, minimally invasive treatment with water vapor thermal therapy provides significant and durable symptom relief as well as flow rate improvements through 5 years, with low surgical re-treatment rates and without impacting sexual function. It is a versatile therapy, providing successful treatment to obstructive lateral and middle lobes.

Manufacturer narrative:
Exact date of event: unknown. Mcvary kt, gittelman mc, goldberg ka, patel k, shore nd, levin rm, pliskin m, beahrs jr, prall d, kaminetsky j, cowan be, cantrill ch, mynderse la, ulchaker jc, tadros nn, gange sn, roehrborn cg. Final 5-year outcomes of the multicenter randomized sham-controlled trial of a water vapor thermal therapy for treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia. J urol. 2021 sep;206(3):715-724. Doi: 10.1097/ju.0000000000001778. Epub 2021 apr 19. Pmid: 33872051

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with usage of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Exact date of event: unknown mcvary kt, gittelman mc, goldberg ka, patel k, shore nd, levin rm, pliskin m, beahrs jr, prall d, kaminetsky j, cowan be, cantrill ch, mynderse la, ulchaker jc, tadros nn, gange sn, roehrborn cg. Final 5-year outcomes of the multicenter randomized sham-controlled trial of a water vapor thermal therapy for treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia. J urol. 2021 sep;206(3):715-724. Doi: 10.1097/ju.0000000000001778. Epub 2021 apr 19. Pmid: 33872051.

Event description:
It was reported to boston scientific via an article published in the journal or urology that a multicenter randomized sham-controlled trial of a water vapor therapy was conducted. The trial was for the treatment of moderate to severe lower urinary tract symptoms secondary to benign prostatic hyperplasia (bph); and the final 5-year outcomes were presented and analyzed in this article. The pivotal study was conducted at 15 centers in the united states with a follow-up period of 5 year. A total of 136 subjects were randomized to the treatment arm and 61 subjects were randomized to the control arm. Of the control subjects 53 requalified for crossover, received treatment, and participated in follow-up through 5 years. After 5 years, data from 77 subjects from the treatment arm were analyzed. There were no study withdrawals attributed to any procedure or device-related aes. One subject was censored for noncompliance, 1 due to cancer diagnosis, and 1 subject died due to unrelated causes. Device and procedure related adverse events (aes) were similar between groups. A total of 151 related aes were reported in 53 subjects in the treatment arm and 59 events in 23 subjects in the crossover group. Adverse events related to device or procedure included dysuria, gross hematuria, hematospermia, urinary frequency, acute urinary retention, suspected urinary tract infection, and decrease in ejaculatory volume. The study reported that complications from rezum were typically mild to moderate, resolving spontaneously or with routine management. No severe complications were reported, and no late-related adverse events were observed in the data spanning 1 to 5 years. The total surgical retreatment rate for the treatment arm at the end of the study was 4.4%. Of the 6 subjects retreated surgically, 4 had identified obstructive median tissue that was initially left untreated. An additional 11.1% of treatment arm subjects were retreated with bph medication through 5 years. Functional outcomes showed sustained improvements of lower urinary tract symptoms, remaining durable through 5 years in the treatment group. Surgical re-treatment rate was 4.4% with no reports of device or procedure related sexual dysfunction or sustained de novo erectile dysfunction. Results within the crossover group were similar through 5 years. According to the article, minimally invasive treatment with water vapor thermal therapy provides significant and durable symptom relief as well as flow rate improvements through 5 years, with low surgical re-treatment rates and without impacting sexual function. It is a versatile therapy, providing successful treatment to obstructive lateral and middle lobes.